Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. On (B)(6) 2024, it was reported that the patient faced insulin flow blocked with infusion set at abdomen. The patient also reported that the pump detected an occlusion that prevents the flow of insulin. No further information available